Event description:
It was reported "it was reported that " per dr. Urologist, pelvic hematoma after urolift. Patient bleed down to 6.6 and required transfusion. Hcp notified me that he developed pneumonia unrelated to the urolift but the coughing could have exacerbated the symptoms/bleeding". The patient's current condition is reported as "fine".please see associated MDR#: 3015181082-2026-00019.

Manufacturer narrative:
(B)(4) complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
It was reported "it was reported that " per dr. Urologist, pelvic hematoma after urolift. Patient bleed down to 6.6 and required transfusion. Hcp notified me that he developed pneumonia unrelated to the urolift but the coughing could have exacerbated the symptoms/bleeding". The patient's current condition is reported as "fine". Please see associated MDR#: 3015181082-2026-00019.

Manufacturer narrative:
(B)(4).